Event description:
During device change due to normal eri, externalized conductors were observed. No electrical anomalies were present. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.